Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® sf nav bi-directional catheter and suffered a cardiac tamponade. During procedure, a perforation of the left atrium was noticed as the patient¿s blood pressure dropped. The perforation was confirmed by ice and pericardiocentesis was performed. There is no further information about the hospitalization and if any additional intervention was performed. The patient was reported to be in stable condition at the time bwi followed-up with the physician. A transseptal puncture was performed and the event occurred during ablation phase. The patient did received anticoagulation and believed to be maintained in an act range of 300 ¿ 350 s. The physician did not provide a causality opinion for the cause of this adverse event. However, stated that bwi ablation catheter did not caused this event. Settings during the event include: generator under power control mode using thermocool sf with alternating power of 30 w and flow setting of 8 to 15 ml.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® sf nav bi-directional catheter approved under p030031/s025. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because the device was disposed and no lot number was provided by the customer. Concomitant products: product: carto® 3 system, us catalog # fg540000, serial # (B)(4). Product: stockert 70 rf generator, us catalog # s7001, serial # unknown. Product: coolflow® irrigation pump, us catalog # cfp002, serial # unknown. Product: sterilmed soundstar catheter (distributed), us catalog # unknown, lot # unknown. Product: soundstar® 3d diagnostic ultrasound catheter, us catalog # sndstr10, lot # unknown. Product: lasso nav eco catheter, us catalog # unknown, lot # unknown. (B)(4).